Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they have experienced their incisors chipping. They were examined by their dentist that found that the patient has had zero progress towards aligning their teeth as per the scans that were done and compared. The patient is still in traumatic occlusion which is compromising the integrity of the patient's teeth. Keeping the patient in this occlusion is causing wear and fractures to their incisors. Dentist recommended patient to discontinue treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.